Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 69 mg/.dl, 105 mg/dl, 179 mg/dl and 95 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was provided.